Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and did not display the available patient list, indicating that there were too many patients on the list. A technical support specialist (tss) documented that a connection was established to the device, and the system records were reviewed, where an error indicated that the patient summary cache was not loaded due to the number of active patient records exceeding the supported limit. The tss was unable to proceed with login verification on the server and determined that the issue was related to excess patient records assigned to the device area. The tss advised reducing the number of active patients per device area and suggested creating additional areas and redistributing patients if required. The tss noted that changes had already been made on the server by customer to reduce inactive patient records, but the device continued to not communicate with the server, preventing those updates from taking effect, and confirmed that restoring communication was necessary for resolution. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server system device was not communicating and did not display the available patient list, indicating that there were too many patients on the list. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.